Event description:
It was reported that the user experienced multiple infusion set deployment difficulties during routine supply changes, including the site dislodging when the adhesive backing was removed and when pulling the spring back to lock the applicator, associated with inset lot 6011056. Symptoms included risk of interrupted insulin delivery without reported clinical effects. Outcomes included replacement supplies shipped and user education completed. Investigation included complaint intake review and troubleshooting with the user. Investigation of this case revealed handling-related application errors leading to improper infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.